Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroi ntestinal/pelvic floor. It was reported that the patient stated the device being implant had created other medical problems for them. The patient reported having multiple orthopedic surgeries and the device had prevented them from getting an MRI more than once. The patient noted it was getting very stressful. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the health care professional reported that the device had stopped working and the patient requested the device explanted because it was the device was no longer functioning for patient's symptoms. They also stated that the patient was not interested in replacement battery. No further complications were noted or anticipated